Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Log file analysis review date: (B)(6) 2016, dated through (B)(6) 2016:  power consumption above normal operating range. Additional notes: data through: 2 suction alarms have been logged at the following times: (B)(6) 2016 at 07:16:08 and (B)(6) 2016 at 16:29:27.  19 high watt alarms have been logged since (B)(6) 2016. The current high watt alarm limit is set to 4.5 w.  Starting (B)(6) 2016 there is an increasing trend in power consumption to current device parameters outside of normal operation. Please send updated logs if changes occur. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported that this patient was hospitalized for treatment of suspected thrombus. Log files were sent. The last report received indicated that the patient was treated with thrombolysis and then transplanted. No additional information was provided.

Manufacturer narrative:
After review of additional information received sections device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR? And evaluation codes have been updated accordingly. The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of log files was not conducted since log files covering the reported event date were not available for analysis. Analysis of the device revealed that the device met specifications. The device passed visual examination, functional testing, and dimensional verification. Independent pathology report did not reveal any evidence of thrombus within the pump. Based on the available information, a definitive conclusion cannot be made regarding factors potentially contributing to the reported thrombus event; however, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Operator of device, name and address.